Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that the pump is telling her to change sensor when it is not due to be changed. Customers blood glucose value is 400 mg/dl. Sensor is not expected to return.